Event description:
It was reported that, one day after implant, the right atrial (ra) lead measured below sensing range. The lead remains in use. No patient complications have been reported as a result of event.